Manufacturer narrative:
Per field service representative (fsr), he allowed system to charge for two hours while completing the remainder of the pm; capacity now at 17ah. The fsr tried a/c disconnect test and unit would not stay powered up on battery power. The fsr discussed issue with customer. They stated they haven't used the system in over a year and do not have any disposable items to use with the system and probably will not ever use it again. The customer will advise the fsr whether or not they will replace the batteries or to simply retire the system. The perfusion system met all other manufacturer specification for operation, and the fsr did not attach an inspection sticker.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found perfusion system battery capacity at 13ah. This system had not been powered on since (B)(6) 2013. Since the event occurred during preventative maintenance, there was no patient involvement.